Event description:
Per report from distributor: "patient care being done on baby - baby was turned - jet ventilator put into stand-by mode. High no alarmed. Inovent worked as intended when 100 ppm reached. Baby manually resuscitated. Inovent replaced. Recalibrated new inovent in 15 minutes. Patient back on inovent, but never fully recovered. Shut down occurred 4 to 5 hours prior to patient death. After inovent shut down, baby decompensated and hr increased, and was manually resuscitated. Patient's status deteriorated and never returned to previous status. Approximately 2 hours later, bowel perforation first noticed. Patient had surgery for bowel perforation, but patient's status never came back to baseline. Patient went into dic and did not recover." Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
.